Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that during a check-up appointment a considerable amount of cerumen was found in the radical cavity. During suction cleaning it was discovered that part of the active electrode was lying uncovered in a loop shape in the middle ear. The active electrode was partially pulled out of the cochlea during the cleaning process. After the cleaning process the device was tested, and it showed normal values. The patient describes his hearing impression as a fizzling noise. The patient was re-implanted on (B)(6) 2011.